Event description:
It was reported that the t button on the pump was difficult to use, requiring hard and repeated pressing to turn it on. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.